Event description:
It was reported that an intraocular lens (iol) was explanted from a patient's left eye in a secondary surgical procedure as patient¿s vision had not improved; they felt like they were ¿looking out of the bottom of a coke glass". The patient complained of "hazy halo" when looking at points of light and indicated that the lens eye vision is "depressing". The patient did not like the quality of their vision with the synergy lens, was unhappy and reportedly they would not be satisfied with their vision even if they are plano refraction. A non-johnson and johnson lens of 21.0 diopter was used as the replacement. Anterior vitrectomy was performed during the explant. There was no patient injury, and the outcome was reported to be good; ¿vision is doing great¿. No further information was provided.

Manufacturer narrative:
Ethnicity: unknown, it was asked, but the information was not provided. Attempts were made to obtain missing information; however, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes section d9: returned to manufacturer: yes section d9: date returned to manufacturer: mar 16, 2022 section h3: device evaluated by manufacturer: yes device evaluation: the complaint lens was received stuck to a piece of styrofoam. No other product was received. Visual inspection under magnification revealed that the lens was received cut in half. The lens was cleaned and, no issues related to or could have contributed to visual issues were observed. Manufacturing record review: the manufacturing records review for the production order shows that the units were released within specification. The search in complaints revealed one additional complaint for this production order number; however, the complaint was not confirmed. Conclusion: as a result of the investigation there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.